Event description:
The reporter stated the device had a "distorted piezo" that altered the alarm sound. Issue was identified during testing; no patient involvement reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that no evidence existed recorded in history to support the user's complaint. During analysis, the user's complaint of "piezo distorted" could not be duplicated. The piezo sounded normal but could possibly be quieter than others, creating the perception of distortion. It was also noted that the lens had one minor scratch. There were no foreign material or debris inside the pump that may have been on the piezo causing buzzing or distortion. Service will replace the lens. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.